Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated after the sensor fell off on (B)(6) 2018 from the lower right side of her abdomen, she felt a minor itching sensation from the area that was in contact with the sensor adhesive patch, that lasted 30 minutes. No rash, or discoloration was noticed. Patient consulted her doctor about skin irritation on (B)(6) 2018, who recommended over the counter solution (skin-tac) to prevent irritation and help sensor adhesive stick to skin for full 10 day session. At the time of contact, it was indicated that the patient had no skin reaction. No additional event or patient information is available.